Manufacturer narrative:
The device was not returned to edwards for evaluation due to endocarditis. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. There are multiple issues - both product related and non-product related - that may extend the time the patient is on cardiopulmonary bypass. The rate of certain complications can increase with an extended cardiopulmonary bypass time. In this case, it was hard to wean the bypass as the left and right ventricular function appeared moderately depressed after a long pump run. The patient required iabp and va ECMO at the end. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective or preventative actions apply to this case. A definitive root cause could not be determined; however, it is likely that patient related factors contributed to the event as the surgeon required almost three hours for adhesiolysis inside the mediastinum and the intrapericardial space. As there has been no confirmed design defect, manufacturing issue, or inadequacy in the labeling, IFU, or training leading to the complaint, edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required based on the determined control limits, appropriate investigation will be performed. No corrective or preventative actions are required at this time.

Event description:
Edwards received information that a 29mm valve was explanted after an implant duration of two months and thirteen days due to endocarditis, dehiscence, and aortic root abscess. The patient was placed on pulmonary bypass after adequate act was obtained. The surgeon required almost three hours for adhesiolysis inside the mediastinum and the intrapericardial space. The patient underwent root replacement with a 28 mm valve. It was hard to wean the bypass as the left and right ventricular function appeared moderately depressed after a long pump run. He required iabp and va ECMO at the end. The patient was weaned off ECMO on pod #10 and taken to the cticu in stable condition.